Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2023-17578.

Event description:
A customer reported that patient under went capsulectomy surgery for which the patient was applied with ophthalmic viscoelastic after the surgery the patient experienced shortness of the breath and anxiety patient was panic. The patient was treated with corticosteroids and tranquilizer medication. The symptoms were resolved.

Manufacturer narrative:
Additional information provided in sections h.6 and h.10. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Adverse events are followed-up by medical safety. No product returned for evaluation. Inconclusive, no product returned: as no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. None-no product returned/insufficient information: as no product is returned, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).